Event description:
It was reported that 126 patients underwent anterior cervical fusion procedures using an anterior plating system with a left-sided approach. All patients were immobilized in either a hard collar or a two-poster brace postoperatively. Sixty eight patients reported dysphagia at one month post-op. Forty five patients reported dysphagia at 2 months post op. Twenty seven patients reported dysphagia at 6 months post op. Twenty patients reported dysphagia at 12 months post op. Sixteen patients reported dysphagia at 24 months post op.

Manufacturer narrative:
(B) (4). Literature article citation: lee et al. Influence of anterior cervical plate design on dysphagia. Journal spinal disorders and techniques 2005; 18:406-409. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.